Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one devices. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. The handle has been used successfully on additional cases since this incident. The patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. The patient had no injury.